Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the first time the patient had the issues of the extreme pain in their left hip and ¿it firing off when they moved a certain way¿ even with it turned off was first noticed when they got in their car to come home on the day of their surgery (2018-(B)(6)). It was reported that the cause of the reported issues was when the patient touched or bumped the unit in their back a certain way with the unit on or off, they got the same intense pain as the first day. Steps taken to resolve the issues were the patient was given pain medication and tried to avoid touching the unit. They stated that they would be having surgery on 2018-10-04, to move the unit in their back away from the nerve leading to the pain in their hip and away from their belt and elastic on underwear. The issue was not yet resolve but surgery was reported to be planned for -(B)(6) to move the unit away from the ¿nerve or whatever was leading to the hip pain¿. It was reported that the patient was 258 pounds and was 6 feet, 7.5 inches tall. The patient reported their physician¿s contact information they were seeing for their stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative. It was reported that the patient was having discomfort below the ins site since implant. The doctor told the patient that this was normal and that it would get better over time of they heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulator was implanted on thursday, (B)(6) 2018, and the patient was released from the hospital. They stated that while they were getting into their car, they had extreme pain in their left hip approximately 5 inches below the implanted unit. They stated they had a dental appointment the following day and went to the emergency room on the advice of the surgeon. After 6 hours, they left with 2 additional medications and the same pain. It was reported that ¿it fires off when they move in a certain way¿ and continues. They stated they needed to move around until the pain would subside. They stated they thought it would be the stimulator so they turned it off and removed the battery and the pain hit them again. They stated they turned the stimulator off manually and the pain continued. The patient asked if the unit could expel energy other than what they programmed it to and whether there was a way to turn it off fast. They stated that they had been trying to contact the surgeon, but had not gotten an answer yet. They stated that they needed help to stop this as the norco and other medications weren't cutting it. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977c265, lot# va1thth021, product type lead. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977c265, lot# va1thth021, product type: lead. Analysis of the implantable neurostimulator (ins) found that the ins was functionally ok and no significant anomalies were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient has intense pain if they touch the unit in their back. The caller stated that it is almost like a shocking feeling, more so like a hot poker in their hip. The caller stated that it is about 4 inches from where the ins is placed. The caller stated that if they touch that part of the stimulator just right, or if a belt hits it, or seat belt, or if they move just right they get a terrible pain. The caller wanted to know if the device is turned off is there a way the ins can still put off a charge. It was reviewed that if the battery is off it is not expected to put off a charge. The patient stated that they have turned the device off, but still are experiencing the intense shocking pain. The patient stated that the ins is on the belt line and everything hits it, and they experience a knife-like poker pain in their left hip. The patient stated that it is to the point where they need to get out of the car and reposition their legs to relieve their pain. The patient stated that their healthcare provider (hcp) placed it over the sciatic nerve. The caller stated that the patient doesn't go down their leg, and is on it in the same spot about a dime size on the hip joint. The patient stated that they quit taking the pain killers 4 days before the surgery just, so they could have the pain of the normal back pain. They had to go through the surgical back pain as well, just to see if the stimulator was working. The patient reported not having back pain and the ins is working very well. No further complications were reported or anticipated.